Manufacturer narrative:
The complaint was received and forwarded on to the manufacturing facility for investigation. Historically, this product was labeled re-usable. Today this product is currently labeled as single-use. The customer reported that the product she used was labeled reusable. To date, we have not received the actual product from the customer for investigation. On the instructions for use on the reusable product, there is a warning that states freezing or refrigerating the product prior to activation could result in frostbite.  It also state that to re-use the product, it can be placed in a refrigerator for 15 minutes.  At this time, we cannot confirm if the product was reusable or if any of the instructions for use were followed. If the product is returned, a follow up report will be filed.

Event description:
Consumer reported a red spot on her face after using an instant ice pack. She went to her dermatologist and he said it looked like frost bite and should clear up in a few days. It has not cleared up. Consumer stated the packaging for this product indicates reusable.